Event description:
A report was received that the patient's ipg was showing high impendances. The ipg was replaced and the patient is reportedly doing well.

Event description:
A report was received that the patient's ipg was showing high impendances. The ipg was replaced and the patient is reportedly doing well.

Manufacturer narrative:
Device analysis indicats that the ipg passed all mechanical, visual, electrical, performance, and photographic imaging tests performed. The device exhibited normal device characteristics.